Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found the hypotube kinked at various locations along its length. The crimped stent was found to be damaged at the distal end with struts on rows 4, 5 & 6 distorted and lifted distally from the stent profile. The balloon and the tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The undamaged section of the crimped stent od (outer diameter) was measured and is within max crimped stent profile measurement. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 11-jan-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Predilation was performed using a 2.5x20mm balloon. A 28 x 2.50 promus premier¿ stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.